Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had a temporary dialysis catheter (mahurkar) placed on 2022, when moving the patient in bed, the pigtail tubing of the temporary dialysis catheter broke. The break in the tubing occurred above the level of the clamp. The temporary dialysis catheter was removed on the same day and a new one was placed. There was no patient injury.

Event description:
According to the reporter, the patient had a temporary dialysis catheter (mahurkar) placed, when moving the patient in bed, the pigtail tubing/small port/third port (not the dialysis lumens, neither the arterial nor venous) that accessed for the administration of fluids or medications by nursing broke (detached). The break in the tubing occurred above the level of the clamp at the distal end near the luer lock connection. It was also stated that the break occurred with patient movement which means the patient rolled over and the pigtail broke. The method to tighten was by hand however, in this event there was no tightening of the pigtail port. There was no excessive force applied on the device and nothing unusual was observed on the device prior to use. Tego was not utilized and no luer adapter issue. An alcohol cleansing was done prior to using the port. The alcohol was typically utilized to clean the adapters and there was no other products being utilized with the device. The product ID (identifier) was unspecified as the box had been disposed of after placement. There was no previous repair performed. There was no treatment being performed at the time of the pigtail break. The temporary catheter had to be removed and the surgeon/physician was immediately notified or called. The entire tempora ry hemodialysis catheter was removed and replaced it with the same type of the temporary hemodialysis catheter (coviden mahurkar) on the same day. There was no blood loss as staff was present and the clamp was below the break. Blood transfusion was not required. There was no patient injury.

Manufacturer narrative:
Additional information: b5, d6a, e1 (facility name, street 1, city, region, postal code), g3, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: b5, g1, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted the third port extension tube was broken. It was reported that the luer adapter detached from the extension tube. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had a temporary dialysis catheter (mahurkar) placed, when moving the patient in bed, the pigtail tubing/small port/third port (not the dialysis lumens, neither the arterial nor venous) that accessed for the administration of fluids or medications by nursing broke (detached). The break in the tubing occurred above the level of the clamp at the distal end near the luer lock connection. It was also stated that the break occurred with patient movement which means the patient rolled over and the pigtail broke. The method to tighten was by hand however, in this event there was no tightening of the pigtail port. No excessive force applied on the device. Nothing unusual observed on the device prior to use. Tego was not utilized. No luer adapter issue. Alcohol cleansing done prior to using port. Alcohol was typically utilized to clean the adapters. No other products being utilized with the device. The product ID (identifier) was unspecified as the box had been disposed of after placement. There was no previousrepair performed. No treatment being performed at the time of the pigtail break. The temporary catheter had to be removed, surgeon/physician was immediately notified or called, the entire temporary hemodialysis catheter was removed and replaced it with the same type of the temporary hemodialysis catheter (coviden mahurkar) on the same day. There was no blood loss as staff was present and the clamp was below the break. Blood transfusion was not required. There was no patient injury.